Event description:
IV tubing used has 3 stopcocks in line and becomes disconnected at the point where the stopcocks are attached to IV tubing, causing a back up of blood or intrucution of air in tubing. Ref # z2328. This problem has been witnessed many times and others have also mentioned witnessing this also. The disconnection was caught as soon as it happened because we have been aware of this problem.